Event description:
I had lasik performed in late 2006 to correct my nearsighted. I was prescreened and told that I was a great candidate, with normal tests and tear production. The consent form had one line regarding dry eyes, and referred to patients that wear eye contacts and if they had dry eyes, they may have more of a problem after surgery. The consent form did not describe how dry eyes feel, etc. I did not wear contacts because they were uncomfortable in one eye, but when I talked to my surgeon about it, he said that my eyes were not dry. My lasik results were 20/20 vision, but have also resulted in dry eyes that have not alleviated over the two years. I have had eye infections due to dry eye and now have blepharitis and low tear production. I am very uncomfortable and constantly think about and am bothered by my eye discomfort. I have routine eye visits for this complication about every 3 to 4 months. I understood the risks of other major complications such as wrinklings, halos, etc and the probabilities of such risks -about 7% according to my surgeon. However, I would not have had this operation if I had known what dry eye was and how it felt like - it may have prompted me to know that I did have a dry eye symptom when I wore contacts, and more importantly how common it is amongst lasik patients I have seen studies that indicate as much as a quarter and perhaps more of lasik patients have permanent dry eye. In my opinion, dry eyes are not a minor complication, but a major one that has changed how I behave on a day-to-day basis. It can be very painful, and I do get depressed thinking that I have to live with this for the rest of my life. It truly needs to be addressed and evaluated because dry eye complications is a significantly occurring complication amongst lasik recipients. When I saw that the FDA was reviewing lasik but only rec'd 140 complaints, I knew that I needed to speak up about this but did not know how until now. Patients need much better screening for dry eye complications. I believe that if I was better screened, I would have been better informed regarding my dry eye risks and possibly considered not a good candidate for lasik. Additionally, the lasik community needs to change their screening practices to identify potential patients who are susceptible to dry eye complications, and furthermore consider dry eye as a major and debilitating complication, not a minor one. Thank you for your time.

Event description:
I underwent lasik surgery in 2005. I have dry eye complications from that surgery. I heard through the news about the FDA hearing today and was dismayed at the fact that only 140 complaints were made. I need to know what I should do to let the FDA know about my complications. Please provide me with instructions. I am desperate to have the lasik industry changed to protect future pts. (As a side note, I was a healthcare administrator for over 10 yrs, and before that a scientific researcher -- so I was a little appalled hearing that less than 1% of lasik pts have complications--there is so much research, websites, etc. That prove otherwise). Your advice and direction will be greatly appreciated.